Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that all stations were not communicating. A technical support specialist identified that the pyxis external inbound processors service was stalled, which caused the issue. The stalled service was restarted, and all messages resumed processing. The technical support specialist followed knowledge article fa mms 25-5334 and 25-5335, delayed and missing patient and/or order information and observer tool, and the issue was resolved successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all station was not communicated. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.